Event description:
It was reported that the system stored an untreated episode due to oversensing via a change in intrinsic morphology and noise. Also, the electrode was repositioned shortly after implant using the three-incision technique. Technical services reviewed and discussed the electrogram. There were no additional adverse patient effects. The system remains implanted.